Event description:
It was reported the cysto-nephro videoscope parts fell off from the distal end including the bending section cover. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d4 and h6. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's complaint of parts fell off from the distal end including the bending section cover was confirmed. Based on the results of the investigation, a definitive root cause for the reportable malfunction could not be determined. Olympus will continue to monitor field performance for this device.